Event description:
It was reported that the patient's device displayed a power on reset (por) message. The patient stated, she was at about one fourth battery and recharged normally on the friday prior to the report. Over that weekend, the device shut off and displayed the por. There was no event tied to the onset of the por and the patient reported no exposure to security gates or store theft detectors. Additional information was requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the power-on-reset (por) message was cleared by a nurse. The patient was instructed to call her health care provider if she had further issues and she had not contacted them. No further information was provided.

Manufacturer narrative:
Product ID, 3778-60 lot# serial# (B)(4), implanted: 2008 (B)(6), product type lead product ID, 3778-60 lot# serial# (B)(4), implanted: 2008 (B)(6), product type lead product ID, 37752 lot# serial# (B)(4), implanted: 2008 (B)(6), product type recharger product ID, 37743 lot# serial# (B)(4), implanted: 2008 (B)(6), product type programmer, patient. (B)(4).